Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed multiple cuts in the insulation. In particular approx. 21 cm distal to the is-1 connector pin a deep cut in the lead body was noted. Furthermore the conductor cable to the shock coil was found cut at this position. This finding can be considered as the root cause of the clinical observation of shock impedance >3000 ohms as mentioned in the complaint description. Based on the complaint description it is reasonable to assume that the damage occurred during the implantation procedure while applying surgical instruments. Furthermore the shock coil was found deformed which most likely resulted from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.

Manufacturer narrative:
(B)(4).

Event description:
This lead was explanted due to high shock impedance. When the lead was tested externally via analyzer the impedance was greater than 3000 ohms. Should additional information be received, this file will be updated.